Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (240 mcg/ml at 60 mcg/day) and bupivacaine (6 mg/ml at 1.5 mg/day) via an implantable infusion pump. It was reported that the patient was experiencing intermittent pain relief. When the hcp implanted the new catheter it was discovered that the proximal catheter was sutured around the suture loops of the pump. The distal catheter was tied off and a new catheter was placed. It was unknown if any environmental/external/patient factors led or contributed to the issue. The issue was reported as being resolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.